Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hypoglycemia. The blood glucose reading at time of the call was 239 mg/dl. The customer stated that she attempted to give herself 2 units of insulin and accidently gave herself 20 units of insulin. No further info was provided.